Event description:
It was reported that externalized conductors were noted via fluoroscopy. The lead remains implanted.

Event description:
The lead was explanted after the patient expired. The physician did not allege that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead including the connector end was returned for analysis. The damage found was sustained during the explant procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.